Event description:
It was reported the valve was implanted by another surgeon and was explanted 10 1/2 years later due to an orientation issue of how it was initially implanted. The chief of surgery who was assisting stated that she did not believe there was anything wrong with the valve. Add'l info has been requested.